Event description:
During a medical trip in an ambulance, the zoll "m" seriies monitor appeared to fail and revert to start-up mode. The monitor screen alerted "low battery," then "stand clear," then back again to "low battery," then flashed to battery overcharge," then went to a self configure mode.